Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low reservoir. When the reservoir got to zero, the status screen had dashes and the insulin pump did not alarm no delivery. She declined the high pressure test. Customer's blood glucose level was not reported. The device was not returned.